Event description:
It was reported that the system 9800 locked up with the collimator completely closed and the x-ray audible annunciator on. There was no reported adverse patient involvement.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified through review of the error logs. The safety interlock of the system would prevent any possible accidental radiation. The gib and ffb circuit boards were replaced and the software reloaded. The system was tested and found to be working as intended and placed back into service.